Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was noted the atrial lead impedance trend data showed out of range impedance measurements of > 4000 ohms since at least (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine procedure, the right atrial (ra) lead had "not been used for years." The physician noted the ra lead had previously exhibited high impedance and was programmed to vvir mode. The ra lead is no longer in use. No patient complications have been reported as a result of this event.